Event description:
Reporter alleged discrepant glucose value of 145 mg/dl on customer's advantage system compared to the doctor's measurement of 82 mg/dl when testing was performed 5 minutes apart during a routine visit. No actions were taken or treatment received reportedly. A request was made for the return of the suspect and replacement prodouct was sent.